Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
This initial report/associated MFR. Report number will replace the initial report submitted under MFR. Report number: 3008829311-2018-00185. Further device information obtained determined the correct manufacturer report number is associated this report (MFR. Report number: 3006705815-2018-01471.